Manufacturer narrative:
H6: physio-control further evaluated the customers device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The customer was provided a replacement and the device was retained by physio-control.

Event description:
The customer contacted physio-control to report that their device's display went blank twice during an event. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered if it were necessary. The customer advised that personnel were attempting to monitor the patient's ECG waveform when the issue was observed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). The customer advised that after the event, they took their device back to their facility for testing. The customer advised that the reported issue could not be duplicated. The device was returned to physio-control for evaluation. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display went blank twice during an event. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered if it were necessary. The customer advised that personnel were attempting to monitor the patient's ECG waveform when the issue was observed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.